Event description:
It was reported during in clinic follow up that the atrial lead exhibited oversensing and low pacing impedance. These electrical anomalies were believed to have been caused by an insulation breach that exposed the conductors. Sparks were visible during electrocautery use. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
No UDI is available for this product as lead was manufactured in 2002.